Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer observed a leakage from the connection port of a 5l effluent drain bag during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured in june 2017. The device was received for evaluation in an open pouch. Visual inspection revealed that the yellow valve handle was detached from the white valve body. There was visible deformation of the yellow valve handle and color transfer on the white valve body which points to the valve handle being closed with enough force to pop the handle off. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.